Event description:
The customer states the device red x and is chirping. The customer also states this has occurred twice in past week. The unit is plugged into ac and has a green power led. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.